Event description:
A tuftex embolectomy catheter was being used for a procedure. The catheter was inserted into the blood vessel and the balloon was inflated. The balloon immediately ruptured. A second device was used to continue to procedure, however the balloon of the second device also ruptured. Please note that report 1220948-2023-00017 was submitted related to the second device involved in this incident. A third device was used to complete the operation. No injury was reported.

Manufacturer narrative:
The product was discarded and therefore not available for evaluation. Therefore, the report of the balloon rupture could not be confirmed and the root cause could not be determined. Balloon rupture is possible due to the nature of the procedures these devices are used in. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note that report 1220948-2023-00017 was submitted related to the second device involved in this incident.